Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient presented to the ER (emergency room) with their hr (heart rate) in the thirties and feeling fatigued. It was found that the right ventricular (rv) lead had high thresholds, high impedances and oversensing. It was noted that there was no capture at max output and that the patient was symptomatic with no rv lead capture. Possible lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2004. (B)(4).